Manufacturer narrative:
(B)(4). Section d information references the main component of the system and other applicable components are: product ID 8703w lot# l45806 serial# implanted: (B)(6) 1997 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose, marcaine at an unknown concentration and dose, and 50 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the patient was having issues with their new pump and had symptoms of withdrawal. The hcp had bumped up the dose at that point, but that did not help. The patient had a fistula around the pump site, so the hcp decided to see if they could operate on the patient. The hcp performed the procedure on (B)(6) 2017. The hcp opened up the pocket and determined there was an infection. There was no redness or anything around the pump area, but since the patient¿s white blood cell count was so high, it was determined it would be best to explant the pump. After removing the pump and the pump section of the catheter, the hcp found there was a break in the catheter. The hcp tied off the rest of the catheter and did not replace the pump. The patient was currently doing fine post-surgery. The pump and pump segment of the catheter were successfully removed. The pump and pump segment would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the catheter break was unknown. It was stated that the pump was not replaced, and the pump and catheter connection were sent in for analysis.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine/marca ine/baclofen (50 mg/ml at 0.321 mg/day). Analysis of the pump found no anomaly. The catheter was returned for analysis and no significant anomaly was found. The complete catheter was not returned.